Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing phrenic nerve stimulation for some weeks. The left ventricular lead threshold was high and the automatic left ventricular capture was temporarily deactivated. After the device was tested a second time, the vector of stimulation was changed and automatic capture was reactivated. The lead remains in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.